Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm several times during drain 3 of 4 of treatment and the treatment was cancelled. Fluid was discovered leaking from the external of the cycler set cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient stated they would not re-setup the cycler or use an alternate form of treatment to complete pd therapy. Upon follow up, the patient's daughter-in-law stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. However treatment ended for the night once treatment was cancelled on the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient used the cycler the following day for treatment as usual and remains with the patient for continued use. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm several times during drain 3 of 4 of treatment and the treatment was cancelled. Fluid was discovered leaking from the external of the cycler set cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient stated they would not re-setup the cycler or use an alternate form of treatment to complete pd therapy. Upon follow up, the patient's daughter-in-law stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. However treatment ended for the night once treatment was cancelled on the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient used the cycler the following day for treatment as usual and remains with the patient for continued use. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.